Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-07367.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07298. It was reported that the patient deceased. The cause of death was cardiac arrest, hypertension and atrial fibrillation. There is no known allegation from a healthcare professional that suggests that the death was device-related. No additional information was reported.